Event description:
The customer reported touch screen stopped working on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
"Results of investigation: vyaire filed service representative went onsite to evaluate the device. Technician arrived onsite vela was already taken apart, new touch screen installed, motor fault alarm comes up, called technical support and was told to order a new power supply board.new power supply placed in unit, power on and still same alarms. Will be reaching out from technical support as well to coordinate shipping. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.